Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
One week post implant it was reported that with the irl (implantable loop recorder) was implanted in the patient's breast tissue and it created a milk fistula. It was noted that the patient is eight weeks post baby delivery and when her milk came down to breast feed milk was also coming out her incision. The implantable loop recorder was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).